Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles in device inner surface and fold creases. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device was explanted.